Event description:
It was reported that the patient faced infusion set tape not sticking due to lack of adhesive of cannula event on 19 apr 2026. Patient had hyperglycemia and was treated with insulin injection.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain zip: 38030 e1: name: medtronic minimed address: 18000 devonshire street city: northridge state: california zip: code 91325. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.